Event description:
Related manufacturer reference number: 2017865-2022-08707; related manufacturer reference number: 2017865-2022-08708; related manufacturer reference number: 2017865-2022-08710. It was reported that the patient developed a pocket erosion and infection. The implantable cardioverter defibrillator and three leads were explanted. The patient condition was not reported.

Manufacturer narrative:
The reported events were pocket erosion and infection. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis found an external insulation abrasion noted at 43.9 cm - 46.2 cm from the pin consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this/these location(s).